Event description:
The unit will give a "996" error or higher pulse reading than actually is happening. The MFR has duplicated problem but views it as an inconvenience vs. A problem. The problem occurs if the unit is powered up with the spo2 cable attached to the unit, it will give the 996s error and or a higher pulse than actual is. An engineer from datascope stated they have duplicated the problem but just power it up without the cable attached to the unit. In using device clinically this way is not the intended practice. They also eluded that it was a software glitch that started 1 1/2 years ago, they think when they switched to a different supplier for the board within the unit.

Event description:
The customer advised datascope that their monitors had experienced multiple spo2 failures, including spo2 error codes 996 (indicates spo2 failure) and 8850 (indicates no sensor or unrecognized sensor attached) being displayed. Datascope was able to confirm the reported problem on two units returned from the site by repeatedly turning the monitors on and off with the spo2 cable attached. Datascope contacted, director OEM sales and marketing for tyco healthcare, the co's vendor for the nellcor spo2 mp506 printed circuit board, which is also used by other medical device manufacturers in spo2 applications. Advised datascope that tyco/nellcor had observed that occasional the mp506 printed circuit board would reset itself during power-on. This would occur more frequently if an spo2 sensor is already plugged into the monitor during power up. Advised datascope that tyco/nellcor is confident that while this failure mode may be an annoyance to the customer, it does not pose a safety nor an efficacy risk. Once the mp506 is powered up and has completed its power on self test, it will continue to operate properly. Tyco/nellcor has addressed this issue, which is inherent in the printed circuit board software, with the release of version 1.9 software, which they began shipping in february. Datascope initially advised great river medical center to power up the monitors at their facility without the sensor attached as a work-around solution until the mp506 board could be validated for use with the datascope accutorr plus monitor. Once the required validation was completed, datascope upgraded all of the monitors at the site with the new version mp506 board. Datascope pt monitoring customer complaint history was reviewed, and there have been no related complaints. Tyco/nellcor also indicated that they "have not seen this error occur often in the field." It is important to note that there is no indication that higher pulse readings may result as a result of this software anomaly, as was incorrectly indicated in the customer's medwatch report, nor has great river medical center reported any incidents of higher pulse readings to datascope corp. The failure results in lack of ability to monitor spo2 unless the system is power-cycled. In addition, this anomaly is not related to changing suppliers for the mp506 board, as was also incorrectly indicated in the medwatch report. Datascope service repair order hitory shows reported an spo2 failure on accutorr plus monitor. This is the same date that filed a customer complaint for the spo2 issue through their datascope sales representative. One spo2 failure had previously been reported to datascope service in october, 2004. It is respectfully suggested that since the software anomaly is inherent in the nellcor mp506 printed circuit board, and is not limited to datascope's accutorr plus monitor, that the number of monitors that have been distributed with this software anomaly cannot be determined by datascope. This information may best be pursued with the original equipment manufacturer. However, if the details of datascope accutorr plus monitors distributed would be beneficial to your investigation, co would be happy to provide that information. Datascope would also be happy to provide you with contact information for tyco/nellcor if requested. Reporting facility has not advised datascope corp. Of any deaths or injuries associated with this report. All involved monitors have been returned to the customer. It is repectfully requested that any questions related to the design of the device be submitted to the original equipment manufacturer of the mp506 board, tyco/nellcor. Datascope would be happy to provide you with contact information if requested. Datascope does not believe that field notification of this anomaly is necessary. The new mp506 board will be used on all accutorr plus monitors manufactured, forward going.